Event description:
Procedure: lung biospy. Reportedly, the reload did not staple and the anvil bent completely. The surgery changed from thoracoscopic to thoracotomy. Patient status unknown at this time.